Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt contacted zoll to report that the garment was so tight that it caused irritation and was cutting into his skin. The pt noticed blood on the garment. A pt service representative re-fit the pt in a new garment. There was no follow up on the irritation to see if it healed.

Manufacturer narrative:
Device eval summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.